Event description:
The neuron delivery catheter 053 was removed from the packaging and the neuron separated about 10 inches from the distal tip. The device was not used.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.